Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient reported that the pink slide did not advance as expected during pod activation, indicating a needle mechanism failure. The patient further noted that the pod successfully emitted the double beep after the insulin fill step, and she heard clicking during activation, but the pink slide did not advance. The pod was not worn. It is unknown if the cannula was visible upon pod removal. No impact on the patient¿s blood glucose levels was reported.